Event description:
Follow up information identified the patient underwent ipg explant and replacement. Postoperatively, effective therapy was restored.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As a result, the patient may be awaiting surgical intervention.